Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Event description:
It was reported that the system failed primary audible alarm for the background test. No patient injury was reported.

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were broken or removed, the battery was missing, and the top case was damaged on the front corner upon receipt. Error code was found in the ehl (event history log). The customer reported issue was not duplicated during the investigation, no fault was found. Root cause of the reported event is unknown as the speaker and interconnect printed circuit board were carefully inspected and no physical or any other damage was found. Replaced the speaker for preventive measure, performed preventive maintenance and all functional testing. A CAPA was created to address the reported issue which is ongoing. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously. Corrected data: d4: correction: model number: 3500.